Manufacturer narrative:
The getinge service territory manager (stm) that completed the repair of the iabp advised that it appeared something fell on the corner of the display due to pin point origin of crack located on the bottom left of the screen. Updated fields: b4, g4, g7, h2, h11. Corrected fields: h6 (evaluation result and conclusion codes), h10.

Event description:
It was reported that the end user was unable to unlock the screen of the cardiosave intra-aortic balloon pump (iabp) due to small hairline fractures directly on top of the unlock screen. It is unknown under which circumstances this occurred; however there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. To address the issue the stm replaced the touchscreen assembly and the performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that the end user was unable to unlock the screen of the cardiosave intra-aortic balloon pump (iabp) due to small hairline fractures directly on top of the unlock screen. It is unknown under which circumstances this occurred; however there was no patient involvement, thus no adverse event was reported.